Manufacturer narrative:
(B)(4). Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Unapproved or contraindicated use (the in.pact pacific is designed for the treatment of obstructive disease of protected peripheral arteries below the aortic arch).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in the right arm, av shunt, (B)(6) stenosis, straight vessel . The lesion was predilated with a cutting balloon. The device was inspected and prepped prior to sue with no issues noted. The device was been used with a 6f sheath and a v18 guidewire. No resistance noted advancing the device to the lesion. During the first inflation to 12 atm a balloon twist was noted. A second attempt was made to inflate the balloon to 12atm for 2 minutes without success no clinical sequelae reported. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.